Manufacturer narrative:
Service was on site on (B)(4) 2011. The field service engineer (fse) inspected and primed the instrument, but could not find any leaks. No leak was found even after the customer ran the instrument several hours. The fse verified the instrument performance. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system was leaking a clear fluid under the instrument. The customer could not determine the source of the leak or provide a specific volume of fluid, but did note some went down the floor drain. The customer cleaned up the fluid while wearing personal protective equipment. Msds was not reviewed, but there is an exposure control plan in the facility. The customer reported that there was no injury to user or exposure to bio-hazardous waste associated with this event.